Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl. The customer changed out infusion set as insulin pump was not delivering insulin properly. After changing infusion set, insulin pump alarmed motor error. Customer reported that the drive support cap appears normal. Customer was able to complete insulin pump rewind. Customer did not report motor position encoder error. Insulin pump alarm history contains neither motor position encoder error nor more than one motor error alarm within a 30 day period. The customer performed displacement test and it was passed. The customer had to change out the battery more often and there was a crack in her pump. Customer reported damage to the insulin pump. The customer also reported that there was some discoloration on the insulin pump on bottom of battery compartment. The customer stated that she cannot see of screen sometimes and insulin pump was neither dropped nor bumped. The customer declined troubleshooting for high blood glucose value and no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected missing segment/partial display anomalies noted. No unexpected low battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners, cracked lcd window and stained end cap sticker. (B)(4).